Event description:
As reported: "it was reported that a loosening of the components was detected with a revive implant. We do not know if in this case the dynamometric was used, if the locking cap was implanted or not, or what is the real cause of the loosening of the assembly screw of this stem. We will let you know when we have more information and a response from the doctor."

Manufacturer narrative:
Please note correction to imdrf device code. The reported event could be confirmed, based on the available xray and medical expert opinion. A review of the xrays by the medical expert stated; ¿the xray confirms the partial disassembly of the proximal body and the spacer. There is no bone supporting the proximal body and the spacer on this xray. This xray indicates either the bone support was missing, or it has resorbed. If it was present the device was used as intended. If proximal bone stock was not present during implantation, the implant was used with the presence of one of the contraindications: ¿inadequate bone stock in the proximal humerus or glenoid fossa for supporting the components. The reason behind the alleged failure is the lack of bone support of the proximal body and spacer which will lead to torsional and bending stresses on the connection of the device construct and subsequent loosening of the assembly screw. ¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. Based on investigation and formal medical expert opinion, a definitive root cause could not be determined. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "it was reported that a loosening of the components was detected with a revive implant. We do not know if in this case the dynamometric was used, if the locking cap was implanted or not, or what is the real cause of the loosening of the assembly screw of this stem. We will let you know when we have more information and a response from the doctor."